Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Medical records review: the patient with a history of deep vein thrombosis had a vena cava filter deployed below the level of the renal veins prior to an upcoming knee surgery. There was no complication. Approximately four months post filter deployment, during scheduled retrieval, an injection demonstrated thrombus below the filter as well as thrombus above the filter. The sheath was left in place and computed tomography scans were performed demonstrating clot in the inferior vena cava (ivc) below and above the filter and clot in the right and left lung. The patient was returned to the vascular lab and through the indwelling sheath a new filter (other manufacturer) was deployed in a suprarenal position. An infusion catheter was placed just below the infrarenal filter, thrombolytic therapy was initiated and the patient was taken to the intensive care unit. Two days later, an inferior venacavagram demonstrated interval improvement in the thrombus load and the patient was scheduled for removal of both filters and placement of a new filter. Utilizing the indwelling sheath, a snare device was used to remove the suprarenal filter followed by the infrarenal filter. Subsequent injection showed some thrombus in the lower left portion of the ivc. There was no evidence of caval abnormality at the site of the previous filters. Through the retrieval sheath a new jugular filter (other manufacturer) was deployed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, it can be confirmed that the patient experienced pe post deployment and thrombus above the filter. The origin of the pe is unknown. Therefore, the investigation is inconclusive. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 07/2013; 07/2012. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the patient experienced pulmonary embolism. The device was removed percutaneously. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Medical records review: the patient with a history of deep vein thrombosis had a vena cava filter deployed below the level of the renal veins prior to an upcoming knee surgery. There was no complication. Approximately four months post filter deployment, during scheduled retrieval, an injection demonstrated thrombus below the filter as well as thrombus above the filter. The sheath was left in place and computed tomography scans were performed demonstrating clot in the inferior vena cava (ivc) below and above the filter and clot in the right and left lung. The patient was returned to the vascular lab and through the indwelling sheath a new filter (other manufacturer) was deployed in a suprarenal position. An infusion catheter was placed just below the infrarenal filter, thrombolytic therapy was initiated and the patient was taken to the intensive care unit. Two days later, an inferior venacavagram demonstrated interval improvement in the thrombus load and the patient was scheduled for removal of both filters and placement of a new filter. Utilizing the indwelling sheath, a snare device was used to remove the suprarenal filter followed by the infrarenal filter. Subsequent injection showed some thrombus in the lower left portion of the ivc. There was no evidence of caval abnormality at the site of the previous filters. Through the retrieval sheath a new jugular filter (other manufacturer) was deployed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, it can be confirmed that the patient had thrombus above the filter after filter implantation. It can also be confirmed the patient experienced pulmonary embolism after filter implantation; however, the origin and relationship to the filter has not been established in the provided medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 07/2013; MFR date: 07/2012. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the patient experienced pulmonary embolism. The device was removed percutaneously. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four months later post filter deployment, through the right internal jugular vein approach, the guidewire was advanced easily into the superior vena cava. A diagnostic 5-french catheter was placed. Later, changed to the retrieval sheath. The sheath was placed near the confluence of the iliac systems and injection made. This injection shows a large thrombus below the filter as well as a thrombus above the filter. At this time, the procedure was terminated. After two days, new filter placement was performed which showed, with the standard technique under fluoroscopy, through the retrieval sheath a new jugular approach celect filter was deployed with the hooks just below the renal veins and the upper end of the filter bathed by the renal veins in this patient. Some thrombus remains inferiorly in the left side of the cava below the new filter. The upper cava appears to be clear of clot at this time. At this time, procedure was terminated. The 12-french sheath was removed from patient's right neck from his jugular vein and hemostasis was obtained. Patient was taken to the intensive care unit and fully heparinized. On the same day, foreign body retrieval was performed which showed the patient had a hospital course including thrombolytics administered for the inferior vena cava clot below the filter initially placed. There was also a clot above that filter and a second filter was placed. This was positioned above the other filter. At this point, thrombolytics have been utilized and there has been interval improvement in the appearance of the thrombus in the cava, although some residual remains. It was now elected to remove both of the current filters and a new one will be placed subsequently. Utilizing the indwelling sheath, the retrieval kit was utilized and first the suprarenal filter placed and retrieved without difficulty. The filter hook was snared, and the filter was easily withdrawn under fluoroscopic guidance. Then the j wire was advanced, and the sheath advanced to the second cook celect filter, more inferiorly. Again, the snare device was utilized to engage the hook under fluoroscopy. This filter was also easily removed. There was a small amount of clot noted to be in this filter. The filters have been removed and there was no evidence of caval abnormality at the site of the filters. After eight months, inferior vena cava filter retrieval was performed which showed a filter retrieval system was then advanced and a snare was placed over the top of the filter. The filter was removed in a single step without difficulty. Scout images did show that some of the limbs had penetrated the inferior vena cava, but these retracted without difficulty. Post filter retrieval and inferior vena cavogram showed no extravasation of contrast. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced pulmonary embolism and thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: (expiry date: 07/2013). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the patient experienced pulmonary embolism. The device was removed percutaneously. The status of the patient is unknown.